Event description:
On (B)(6), 2010 the facility reported to baxter global technical services one flo-gard 6201 volumetric infusion pump in which, "allow medication to run free flow into a patient." The reported condition occurred during patient therapy. It was reported that therapy was not stopped. The condition occurred in medical surgery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The reported condition of allow medication to run free flow into a patient was not confirmed or duplicated. The device meets specification for the reported condition. (B)(4).